Event description:
It was reported that the patient¿s entire system was completely removed. The system was removed because the patient had developed pain in his left side, and they thought the system was causing this pain. The manufacturer representative did not know when the system was removed. After the system was removed, the pain continued. It was noted that the patient wanted to have the device put back in. Four days after the initial report, it was noted that a replacement was scheduled for that day. The day after the replacement, it was noted that the patient was doing well and was healing. The patient did not have the therapy turned on but received good coverage post-op. No further outcome was reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).